Event description:
It was reported the system had displayed an ad channel 4 error message in the event logs. This error will likely prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced and the power supply was adjusted the service call. The system was tested and found to be working as intended and put back into service.